Manufacturer narrative:
D6b: explant date is year valid. No further information could be obtain. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was deceased now, but that the ins had never worked. The device was removed. The caller was provided with the number for a patient support representative. Additional information was received on 2023-oct-26 from a healthcare professional (hcp). The hcp reported that there was nothing in the chart regarding the patients death, they were only told they had passed away. The hcp was hoping it was due to old age since they were almost 84. The patient had terminal metastatic adenocarcinoma. The patients wife had spoke to a nurse on january 24th of this year stating he was terminal. Regarding the device not working, the hcp stated that the device was removed in 2021. They had a failed ins and the patient wanted it removed. No further information was available or known about the device failure.